Event description:
It was reported that the device had early premature battery depletion. The patient was upset about not being trained on patient carelink and alert tones when the device was beeping due to elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and analysis revealed normal battery depletion.